Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 3 months after the dental implant was installed in intraoral region 26#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved, the patient presented bone type I, bone graft was placed, immediate implant procedure was performed as well as immediate load.